Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On december 11, 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was displaying an unknown error message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The allege issue began around 12pm on (B)(6) 2015. The patient manages their diabetes with a combination of medication, including metformin and insulin. The patient denied making any changes to their usual diabetes medication in response to the alleged issue. The patient reported that 5-10 minutes after the alleged issue began they developed symptoms of "shakes in legs". The patient reported self-treating this symptom with orange juice. The patient reported testing their blood glucose on another unknown device and obtained a reading of "3.6mmol/l". At the time of troubleshooting the cca walked the patient through a test and the alleged error message was not reproduced. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.